Manufacturer narrative:
The device history record (DHR) review confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device revealed that the guidewire polymer sleeve was separated on its proximal end. The polymer sleeve proximal end was not tight on the core wire. The polymer sleeve was covering the core wire 32.0cm distal section. There was approximately 1.5cm polymer sleeve piece overlapping the polymer sleeve at 21.0cm from distal section. The polymer sleeve was examined under magnification and it was found to be loose on the core wire. The guidewire was slightly bent along its length. The guidewire was shaped on its distal section. The guidewire ptfe coating was examined. No anomalies were observed with the ptfe coating. The guidewire hydrophilic coating was examined; the coating was present on the guidewire. The guidewire outer diameter and length were found within specifications. Information available confirmed that the guidewire was confirmed to be in good condition after unpacking and preparation. It is likely that bents observed occurred as a result of handling and packaging during the return process to the manufacturer. It is probable that the hydrophilic coating peeling event initially reported by the user was most likely describing the polymer sleeve segment observed during analysis. Based on the information currently available the cause of the reported and found damage to the polymer sleeve cannot be determined.

Event description:
The guidewire was left soaking after first use and when attempting to re-insert into the microcatheter, the physician wiped it with gauze. It was reported that approximately 2cm of the guidewire coating was attached to the gauze. No coating pieces remained in the patient's body. The guidewire was replaced and the procedure was successfully completed. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
The guidewire was left soaking after first use and when attempting to re-insert into the microcatheter, the physician wiped it with gauze. It was reported that approximately 2cm of the guidewire coating was attached to the gauze. No coating pieces remained in the patient's body. The guidewire was replaced and the procedure was successfully completed. There was no reported clinical consequence to the patient.